Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on button the keypad traces. The device was received with cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. The customer was in the mountain and did not have their back-up plan. Customer stated mountain volunteer search and rescue had been contacted to reach the customer. Customer is advised to revert to their back-up plan while their insulin pump is being replaced. No additional information is provided.